Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that when her most recent implant was placed, it was placed on the waist and was sticking ¾ inch above the skin and was uncomfortable. The patient reported that she had a revision surgery where it was lowered, but it was still sticking out ½ inch and burned when touching/rubbing it. The patient reported that she could follow/trace it to be below t9, which was exactly where the machine used to be, and it was inflamed all the time. The patient reported that since the revision, she had no relief in the back, including pain night and day/can¿t sleep and feels pressure. The patient reported that it was possibly a compression at t9, but she was told by the doctor that it was not, it was the implant. The patient reported that the doctor said sometimes the machines stop working, so he suggested replacing the implant with another manufacturer but that she wouldn¿t feel stimulation in her legs. The patient reported that her current device was working for her legs with 2 programs working. The patient reported that the doctor wasn¿t listening to her and that a manufacturer¿s representative (rep) had been helpful in trying to get it to work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They reported the patient had x-rays performed, which determined nothing has moved and there is nothing wrong with the implanted system. The patient still thinks there is something wrong because they are still unable to do things like clean their house or anything else because of the issues previously reported. The patient feels their doctor does not seem to want to help the patient. They were provided doctor listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient is not feeling the pulsing in their lower back. Everything is in their leg at night and day and they know their therapy. The patient wants something done because they are in pain. Their manufacture representative (rep) has tried for hours in (B)(6) or (B)(6) 2018 but they were unable to get stimulation in the right area. Suddenly, no one is calling them and their doctor said that they cannot do anything about it. Patient services offered to assist the patient with their patient programmer but the patient said that all has been done. The patient was redirected to follow up with their doctor. The event date was noted to be (B)(6) or (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing had been solved regarding the problem and this had been going on since march. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that from the first surgery of implant, the machine stuck out, bothersome, painful. The patient reported that the doctor lowered the implant 2 weeks late, same condition. The patient reported that they lowered the battery 2 weeks later, same problems then the doctor sent her to a pain doctor who said it was the battery causing the pain. The patient reported that the implant sticking out, burning, lack of relief, pain, inability to sleep and pressure/uncomfortableness wasn¿t resolved and her neurosurgeon felt that he couldn¿t do anything and refused to treat. The patient reported that approximately 2 weeks after implant, the device stuck out of the back approximately half an inch. The patient reported that the tenderness was always there and burning sensation. The patient reported that they changed the settings. The patient reported that all of sudden she woke up with no stimulation in the lower back and it had been at least 3 months. The patient reported that the only stimulation she felt was in the upper part of the legs to halfway to the knee. The patient reported that she was living a real nightmare of pains 24/7. The patient reported that she couldn¿t do anything at home or anywhere. The patient reported that she couldn¿t continue this way after so many interventions and be in that condition. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the loss of stimulation hasn't changed as of (B)(6) 2018 and no one was taking care of it. No further complications were reported.